Manufacturer narrative:
Analysis conclusion: a correlation between the device and the reported av thrombus could not be conclusively determined through this evaluation. The evaluation of the device did not reveal any device-related issues. The device was returned assembled with the pump cable severed approximately 3.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief engaged. The apical cuff was not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. Thrombus is listed in the hm3 IFU as an adverse event that may be associated with the use of the hm3 lvas. The IFU also outlines the optimal fixed speed explaining that a ramped speed study using echocardiography is the most direct method for determining the optimal fixed speed that will provide the desired level of cardiac support for each patient. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient received a heart transplant on (B)(6) 2018 due to thrombus in the aortic valve. This thrombus was reportedly caused by poor post-operative management. The patient had remained too long with a low pump speed and this could have been the cause of the thrombus. Prior to transplant, the patient was in stable condition and the pump was working properly with some low flow episodes. No additional information was provided.